Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a procedure in the vagina, performed on (B)(6) 2012. Two years after the procedure, the patient was referred to the clinic due to a suprapubic abdominal pain, especially during bowel movement, and mild pain vaginally over the mesh, but no erosion was noted. The patient wanted to discuss mesh removal and was referred to a supplemental medical review contractor (smrc), pain team, magnetic resonance imaging (MRI) and cystoscopy.